Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch fast take meter was reading inaccurately high. The pt indicated that the alleged meter issue started on the day before at 2:30 pm. The pt reported a meter result of "165 mg/dl." As a result of the alleged meter issue, the pt administered self-care by taking his usual dose of 30-40 units humulin insulin. At an unspecified time after the alleged issue began, the pt claimed that he 'crashed". It is not clear as to what exact symptoms the pt had. According to the pt, he denied receiving medical treatment from a health care provider although it is noted that his blood glucose was tested on a dr's/clinic's meter. The blood glucose result(s) obtained on the dr's/clinic's meter are unk. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what date/time the reported meter result of "165 mg/dl" was obtained, what actions the pt took in response to getting the reported meter result, what date/time the pt took the reported insulin dosage, and what date/time the symptoms started. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, if the pt tested his blood glucose when he was symptomatic, and what actual symptoms he developed. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he "crashed" after the alleged meter inaccuracy issue began. However, it is not clear as to what specific symptoms he had.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet rec'd them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them, and if either the meter, strips or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.